Event description:
Dr was performing a turp procedure when ceramic beak broke off in pt into 3 pieces; dr immediately retreived broken pieces with a grasper, exchanged instruments and completed procedure. There was no adverse effect on pt; pt condition post-op was was stable.